Event description:
It was reported that minimum fill notifications occurred after the user filled the cartridge with 250 units of insulin during the load sequence. The customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to customer's blood glucose level.